Event description:
It was reported that on (B)(6) 2014 in the gastroenterology dept ward the patient was diagnosed with acute pancreatitis. Chose the right basilic vein and inserted PICC under ultrasound. On the morning of (B)(6), the patient reported PICC broke off at the catheter connector and the breaking section was smooth.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rewg0622 showed no other similar product complaints from this lot number.